Manufacturer narrative:
The investigation determined that lower than expected tsh result was obtained from a patient sample processed using vitros tsh reagent with a vitros 5600 integrated system. The most likely assignable cause of the event is related to a biotin interferent present in the patient sample, although this could not be confirmed. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. The biotin dosage for the affected patient is 1,000 mcg. Current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the patient sample was a potential interfering substance and cannot be ruled out as contributing to the event. There was no indication the vitros 5600 integrated system issue contributed to the event, while the pre-analytical sample processing or a vitros reagent issue cannot be ruled out as a contributing factor.

Event description:
A customer obtained a lower than expected result from a patient sample processed using vitros tsh reagent with a vitros 5600 integrated system. The result met phs criteria as follows: tsh result 0.27 miu/l vs. Expected 1.8 miu/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was not reported from the laboratory. There are no allegations of patient harm as a result of the event. (B)(4).